Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported there was an audible patient alert due to high lead impedance. It was observed the impedance increased suddenly and there was oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported there was an audible patient alert due to high lead impedance. It was observed the impedance increased suddenly and there was oversensing. It was later reported the patient received an inappropriate shock due to noise. Also, the threshold has been "quite high but stable". The lead was abandoned and replaced. No further patient complications have been reported as a result of this event.